Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was discovered that the motor device squealed at the pressure relief valve. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred either on (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of device squealing at pressure relief valve could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the device had low revolutions per minute (rpm) ((B)(4) should be at least (B)(4)) and the teflon seal was protruding out of the swivel. It was further determined that the vanes were worn out which caused the low rpm's. It was determined that these issues were due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.